Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump was sitting too high in the scrotum and pain when device inflation. The cylinders and pump were removed and a new pair of cylinders and pump were implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Only the right cylinder was replaced due to defect in corporal body.

Manufacturer narrative:
"The" complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. The ams700 device was visually inspected and functionally tested. The cylinder performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The deflation test results were greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The pump also failed the inflation test.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump was sitting too high in the scrotum and pain when device inflation. The cylinders and pump were removed and a new pair of cylinders and pump were implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Only the right cylinder was replaced due to defect in corporal body.